Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the led segment on the led digits did not illuminate. One instrument board led segment in component d5 has failed, resulting in display segment being blank. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the rad-5 upper display is not functional. No consequences or impact to patient was reported.